Event description:
On (B)(6) 2015, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On an unknown date, the patient experienced a stoma site infection that was treated with unknown oral antibiotic from (B)(6) 2021 to (B)(6) 2021. It was reported that the infection is ongoing. On (B)(6) 2021, the peg-j tube was removed via endoscopy, due to the infection on peg area. On (B)(6) 2021, it was reported that the stoma site infection has resolved and the peg-j tube was reinserted.

Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was not returned and remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.